Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
The intraocular lens (iol) is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that patient had myopic outcome and decreased visual acuity after implantation of model zcb00 25.0 diopter tecnis monofocal iol (intraocular lens). The lens was explanted and replaced with model zcb00 22.0 diopter lens. Patient was doing fine when discharged. There were no secondary interventions required such as incision enlargement, suture and vitrectomy during the replacement. Patient's visual acuity pre-op (pre-initial implant): 20/50-2. Patient's visual acuity post-op (post-initial implant): 20/100. Patient's visual acuity post-op (post-replacement): 20/25-2. Besivance, lotemax gel, prolensa were given by the doctor were noted to be outside of the normal post-operative treatment. No additional information provided.